Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to lap nissen fundoplication, the device buttons would work on one side, but not on the other. There was no patient consequence.